Event description:
A malfunction alarm was reported, identified by the code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, provided instructions on putting the faulty pump in storage mode, and guided the customer on the steps to follow upon receiving the new pump. The customer acknowledged these instructions and was advised to return the problematic pump using the provided return box and pre-paid label within 10 days.